Event description:
A customer contacted baxter's technical service center regarding a reload set 160 alarm during priming of therapy on the home choice device. The device rep had the home pt close the clamps, cycle the power and advised the home pt to start over with new supplies due to a crack in the cassette. No pt injury or medical intervention was indicated at the time of the intial report.